Event description:
Boston scientific received information that this pacemaker was interrogated following the implant procedure. It was found that the right atrial (ra) lead and right ventricular (rv) lead were switched in the device header. An invasive procedure was performed and the leads were connected to the proper ports without complication. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.